Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. Information contained in this report was previously submitted through psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: the weight the device within specification, opening curved on the anterior, red particles in the shell and crease fold. A microscopic analysis was performed which identified: broken striated on the anterior, one striated opening on the anterior and one opening sharp on the anterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a striated broken due to surgical damage consist in the use of some surgical tool; one striated opening due to surgical damage consist in the use of some surgical tool; and a sharp opening on the anterior assessed as unidentified (tear) opening. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported ruptured implant (side unknown) and product anxiety related to rumors concerning allergan products. Device was explanted.